Event description:
It was reported that a patient underwent emergency surgery for a replacement of the aortic arch on (B)(6) 2013 and suture was used. During continuous suturing of the artificial vessel, the surgeon noted there was a knot at the swage. The surgeon pulled the needle out, to replace it with a new device. At that time, the needle pulled off the suture and fell into the patient. Post operatively, the patient underwent a CT scan. The needle was visualized in the renal artery. The needle remains in situ. The surgeon has not decided if a reoperation will be required. The surgeon opines that the needle must have fallen between the two artificial vessels and when the aorta was released, the needle flowed from the aorta to the renal artery. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ejb791, mfg date: 08/01/2012, exp date: 07/31/2017. Batch eje677, mfg date: 08/01/2012, exp date: 07/31/2017. Batch ejp227, mfg date: 08/01/2012, exp date: 07/31/2017. Batch ekb901, mfg date: 09/01/2012, exp date: 07/31/2017. Batch ekp826, mfg date: 09/01/2012, exp date: 07/31/2017. Batch ekp817, mfg date: 09/01/2012, exp date: 07/31/2017. Batch emb582, mfg date: 11/01/2012, exp date: 07/31/2017. Batch emb635, mfg date: 11/01/2012, exp date: 07/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
It was reported that the needle has moved from the renal artery to the renal hilus. It has been decided by the physician and patient to leave the needle in situ. The surgeon opines that if the needle is retrieved, the entire renis would need to be removed.